Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber cap detached after 48,850 joules of fiber used. The cap detached while the fiber was being removed from the patient. The surgeon confirmed that the detached cap was flushed out and recovered using a cysto sheath. The fiber was changed and the procedure continued with the second fiber but it was damaged after 20,000 joules of fiber use. The procedure was completed with a third fiber. A total of 361, 878 joules were expended during this procedure. The patient had a good outcome. This report is for first fiber used.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber cap detached after 48,850 joules of fiber used. The cap detached while the fiber was being removed from the patient. The surgeon confirmed that the detached cap was flushed out and recovered using a cysto sheath. The fiber was changed and the procedure continued with the second fiber but it was damaged after 20,000 joules of fiber use. The procedure was completed with a third fiber. A total of 361, 878 joules were expended during this procedure. The patient had a good outcome. This report is for first fiber used.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the metal cap was detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.